Event description:
Reporter indicated that she was having some problems with her vns handheld computer. She stated, she charged her handheld fully, but it will only turn on when she wiggles the cord and then it gives her a warning that the battery is low. Reporter thinks, there is a problem with the cord connection. Product has been requested, but has not been returned to manufacturer to date.